Manufacturer narrative:
A video was provided. The second surgery on the video was for this file. This was the original implant attempt. A failure to follow the instruction for use (IFU) was observed. A non-company cartridge and handpiece were used. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The videos were previously reviewed by the reporter r&d director. There are three surgeries on the video. The reviews will be placed in the respective files. Second surgery on the video: the lens and cartridge preparation were not shown. A non-company cartridge comes into view. The tip is inserted into the eye. The lens is rapidly advanced into the eye and goes more than halfway across the bag. The plunger could be observed advanced over the trailing optic edge leaving an indention on the optic (clear, single-piece lens). As the lens is being positioned with two instruments, the lens drops into the vitreous and only the edge is visible (pc-tear). The lens is pulled up and repositioned. The haptics were not broken. No damage was observed other that the plunger pressure mark. The video skips and an instrument is observed cutting the lens in half. The video skips again and half of the lens was removed. The first half removal was not shown. It is unknown what caused the pc-tear as the full video with the cataract removal was not shown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol was damaged, broken upon insertion in the eye. The iol was explanted bringing the haptic out of the eye without cutting it. The iol was delivered with a non-company cartridge. Additional information has been requested.